Manufacturer narrative:
Product analysis results: visual optical functional visual and optical examination of the ibt balloon identified a small pinhole puncture near the distal peak of the balloon. Functional check with a sample syringe confirmed the leak. The location of the balloon puncture is consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture:compression fracture procedure: balloon kyphoplasty it was reported that intra-op, the inflatable bone tamp failed during the first insertion into the vertebral body. When the balloon was inserted into the vertebral body and inflated, it ruptured. The leakage of the contrast media was recognized, so the physician stopped using the balloon and took the balloon out from the patient body. The patient was not allergic to the contrast media. The product came in contact with the patient. There is no fragment of the balloon remaining in the patient. No patient complications were reported as a result of the event.